Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they unable to fill reservoir. The customer¿s blood glucose was unknown. Troubleshooting was performed and noticed that there was a lot resistance when trying to fill reservoir. The reservoir will not be returned for analysis.